Event description:
Spherical ball on instrument loosened and fell off retractor. Part was retrieved from the wound with no further incident.

Manufacturer narrative:
Engineering evaluation of complaint device is ongoing.